Manufacturer narrative:
This laparoscopic abc probe instructions for use states the following: warnings: isolate the handpiece in an accessory holster when not in use. This will prevent inadvertent contact with fluids, the patient, or surgical personnel. Cautions: argon beam coagulation should be used only by surgeons experienced in, and aware of, argon beam techniques and safety. Do not activate the electrosurgical unit, if the tip of the instrument is not in a position to deliver energy (fulguration) to target tissue. Doing so may cause inadvertent burns to patient. Conmed electrosurgery will contact the user facility to schedule an in-service training session for the argon beam coagulation probes. Device was not returned for evaluation.

Event description:
The argon laser was being used on the patient on and off during ths procedure. Inadvertently, the alarm had been set too low. When the device was not in use it was set aside. The surgeon did not realize that she was depressing the foot pedal and operating the laser which burned the patient's leg. There is no holster for this device so the laser easily burned through the drapes and then the patient. According to the risk and patient safety manager, the patient sustained a dime size burn on the inner thigh. The suspect device will not be returned to conmed at this time. According to the risk and patient safety manager, the patient is doing "okay". Patient was sent to a wound care specialist for treatment.